Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, current to the snare failed during energy delivery; therefore, the procedure was completed with another captivator standard oval snare. Following the procedure, it was reported that histological sample quality was poor because of the presence of two coagulation areas (one created by each snare), which led to more difficult histological analysis. The complainant alleged no malfunction of the second snare that was used during this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."